Event description:
Spontaneous communication from patient who reported they attempted to administer hizentra last night ((B)(6) 2025). Patient infused 2 syringes out of 4. Patient reported a broken freedom pump - pump spring is mostly broken, and doesn't push syringe to infuse medication. Advised patient to resume infusion as soon as they receive new pump. No adverse event(s) reported due to product issue. Device is available for return. Pump serial number was not reported. Unknown if md is aware. Pharmacy is replacing pump. Indications: myasthenia gravis without (acute) exacerbation; nonfamilial hypogammaglobulinemia. Reported to (B)(6) by: patient/caregiver.